Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine power-up check, the cs300 intra-aortic balloon pump (iabp) monitor not working. There was no reported injury.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but could not reproduce the reported malfunction. The fse cleaned and reseated the color drive cable to display. The fse powered up the unit numerous times, but could not duplicate the reported failure. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only**.